Event description:
The patient reported an intermittent return of symptoms. On (B)(6) 2016 the patient stated that the implant is not working for them anymore, and that it is the same ongoing issue as from (B)(6) 2016. There were no falls or trauma related to this event. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.